Event description:
It was reported to nova biomedical that, a consumer received a result of 85 mg/dl on their blood glucose meter. The consumer compared his reading with the reading on his health care provider's meter result of 44 mg/dl. The consumer subsequently was taken to the hospital. The difference in the readings was determined to be clinically significant. The meter and test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.